Event description:
The caller stated that she had a tracheostomy tube which was given to her with a complaint that the tube's cuff was not staying inflated. The caller did not know if the tube was pretested. It was inserted in the pt on (B)(6) 2010. They noticed that the cuff was not holding air on (B)(6) 2010 and the tube was removed, and the pt was re cannulated.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.